Event description:
It was reported that since a little bit before (B)(6) when he turned it on, he didn¿t feel the stimulation in his hip down his leg like he used to. The patient stated that now he felt it pulsating in his right knee. The patient stated that it used to feel more like a buzz. The patient had not had any falls or trauma. The patient had not seen an elective replacement indicator (eri) message appear on the programmer. The patient only had 1 program to choose from and if he turned stimulation up it only got stronger in the knee. Stimulation was on.

Manufacturer narrative:
Concomitant products: product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 3998, lot# v077531, implanted: (B)(6) 2008, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).